Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Product event summary: the 2af283 balloon catheter with lot number 16343 was returned and analyzed. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was reviewed. Data indicated the catheter was used for eight applications. However, the catheter usage date recorded on the smart chip (B)(6) 2024 did not correspond to the event date. During functional testing, the console terminated the application and triggered system notice #50032 (the safety system detected a compromised outer vacuum). During inspection and pressure testing of the handle segment, a leak path was identified at the 0.5 pounds per square inch (psi) check valve. The check valve could not fully close resulting in a leak path. In conclusion, the reported issue of the temperature dropping faster than expected was confirmed through analysis. The balloon catheter failed the returned product inspection due to the check valve not fully closing resulting in a leak path. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, temperatures were not as expected and the temperature dropped abnormally to -45 degrees celsius (°c) in thirty seconds. The electrical umbilical cable was replaced without resolve. The balloon catheter was then replaced to resolve the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.